Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working while taking the saphenous vein branches midway though the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working while taking the saphenous vein branches midway though the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory on 04/13/2020. An investigation was conducted on 06/08/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No visual defects were observed on the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was not conducted due to the bent heater wire. An activation and transection capability test was performed the max life test method (B)(6). The device activated and transected tissue four (4) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing the jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. Based on the returned condition of the device and the evaluation results, the reported failure "electrical issue" was not confirmed. The analyzed failure "material twisted/bent; wire" was confirmed. Specific actions for the analyzed failure mode  ¿material twisted/bent¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery stopped working while taking the saphenous vein branches midway though the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.